Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The cause the lower-than-anticipated energy levels during pulse testing was isolated to a defective u16 mosfet on the defibrillator pca. The root cause for the defective u16 mosfet could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a lower-than-anticipated energy pulse during pulse testing.